Event description:
The technician alleged that the head articulation was flat and would not raise. No pt impact.

Manufacturer narrative:
The technician replaced the hydraulic manifold to resolve the issue.